Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device x-rays associated with this report were received for examination and found no evidence of device issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune cementless tibial tray was revised. Patient stated he had a couple of hard steps on this leg but no falls. Tray had subsided and patient had start up pain when walking on it. Doi: unknown, dor: unknown, unknown side.